Manufacturer narrative:
G5:510(k)#: k102985. B4: (B)(6) 2021. It was reported to philips by a customer the unit's touchscreen intermittently doesn't respond to touch. Based upon the information provided, the device was not in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. Multiple attempts to retrieve the device use context have yielded no response from the customer. The device was evaluated remotely by a philips remote service engineer. The biomed stated that the touchscreen works intermittently. The rse advised biomed to replace the touchscreen and provided part ID for touchscreen and ui pcb.

Event description:
The customer reported touchscreen not functioning. There was no patient involvement.